Event description:
The physician attempted to deploy the target guglielmi detachable coil into the left ophthalmic aneurysm. The coil would not advance into the aneurysm, so the physician attempted to retrieve the coil through the microcath. The coil stretched into the aorta. Multiple attempts were made to snare the coil. Two attempts were successful; however, eventually the stretched coil broke. Both pieces were retrieved from the patient. The manufacturer requested the device be returned for evaluation.